Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was under the age of 18. (B)(4). The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an advanix-naviflex stent was used during a cholangioscopy procedure in the bile duct, performed on (B)(6) 2018. According to the complainant, during preparation, it was noticed that the guide catheter was broken. The procedure was successfully completed using a different device of the same model. There were no patient complications reported as a result of this event. The condition of the patient at the conclusion of the procedure was reported to be stable.